Event description:
In 1999 a hill-rom air-shields saddle phototherapy unit (model ptm78-2) was being used in conjunction with a hill-rom air-shields overhead warmer (model pm78-1). The warmer was being used on a neonate with an oxygen tent surrounding the infant. The attending nurse stated that the phototherapy unit had been turned on and was running for approx 20 minutes before the incident occurred. The nurse said she saw a hot fragment arc from the top of the phototherapy unit over the overhead warmer and land onto a cloth diaper sitting on a shelf at the rear of the warmer. The fragment burnt a hole into the cloth diaper but did not ignite an open flame on the diaper. The attending nurse removed the phototherapy unit from service and contacted the clinical engineering department within the hospital. No one was injured.